Event description:
It was reported that the interconnect board on the medfusion 4000 is bad. There was no patient involvement and no patient harm/adverse event reported. No customer damage reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection found cracks on the top and bottom case along with the left plunger case. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log found, "base not responding." Functional testing found "na" on battery at power up. The investigation determined the cause of the issue was the printed circuit board (pcb) was not working as intended. The pcb was replaced.